Manufacturer narrative:
(B)(4). Eval: results: other (root cause of the event cannot be determined based on limited details provided), (stent fracture).

Event description:
A 2.75 mm diameter x 30mm length endeavor resolute rapid exchange drug-eluting coronary stent delivery system was inserted into a pt for treatment of a lesion in a stent vein graft (svg) to the om (obtuse marginal) by trans-radial approach. A 2.5 x 14 driver stent distal stent was initially deployed. Difficulty was then experienced in crossing this previously deployed stent. The 2.75 x 30 endeavor resolute stent was deployed on the proximal end with 1 mm over-lapping into driver stent at 9 atm. After the deployment of the endeavor resolute stent a partially un-deployed area of the endeavor stent was post-dilated with a 2.75 x 10 non-compliant balloon. Subsequent to this, strut fracture at junction of distal and mid third of endeavor resolute was observed. The stent was inspected prior to use with no issues noted and the stent reached the target lesion with no resistance experienced. Pt reported to be fine and no add'l clinical sequelae were reported. Please note that this device eres27530x is distributed outside the united states; however, it is similar to the united states distributed product en27530x.